Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was damaged, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. It was alleged the pump caused the patient to experience a blood glucose greater than 250mg/dl but less than 500mg/dl with no symptoms. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: during investigation, the battery compartment was found to be cracked at the left side of the grip pad from the threads to the case seal. A test battery cap was used and able to secure enough to power up the pump. A 12 hour duration test was completed using the test cap with no power loss or rebooting duplicated. The original complaint of a power issue was unable to be duplicated. Unrelated to the original complaint, the keypad was found to be peeling from the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.